Event description:
Dialysis recliner is made such that the sides are not removeable and it makes it impossible for staff to adequately clean it between pts. In this case, the reporter's cousin sat in chair with their hands/fingers placed on the cushion hanging over the edge between the cushion and the side and found that they had blood on their hands when they picked them up. Apparently there was a leak from one of the pts who had dialysis earlier in the day. This pt had no open wounds and did not receive any add'l treatment or testing but the reporter believes it is a design flaw with great potential for pt harm.